Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow up the left ventricular lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted.